Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that there was a sharp, consistent increase in pacing lead impedance, followed by normal values. Sensing and capture were normal and no noise was present. The hv lead impedance trend looked normal. More tests will be performed.